Event description:
It was reported during the implant procedure, the two left ventricle leads (4194 and 4196) were unable to be implanted due to positioning difficulty. It was reported that for one of the leads (which was not identified), the guidewire was too difficult to advance and retract, presumably due to the tip seal. The guidewire had been frontloaded into this lead. Consequently, neither lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood/body fluid was present in the distal conductor (no obstructed). Electrical testing to determine continuity of the conductor(s) passed. Primary analysis findings: no anomalies found.